Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sofia2 sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Customer communicated that the result was confirmed negative by a rapid molecular assay.